Event description:
The distributor contacted animas on 01/08/2014 alleging the pump emitted a call service alarm that was not resolved with troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: there was no battery cap or cartridge cap returned with the pump for investigation; test caps were used to complete investigation. On investigation, the alleged call service alarm (69) was reproduced during the first attempt at rewind. This failure was determined to be caused by a single component failure on the printed circuit board.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.